Event description:
The field service engineer reported a pump with failure code 814:09. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 09 2007. Evaluation summary:the reported condition of a pump with failure code 814:09 was confirmed as failure code 814:04 in the pump's event history file during product evaluation. Failure code 814:04 was caused by a faulty pump head mechanism. The pump head mechanism was therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.device was evaluated on site.